Manufacturer narrative:
Pump received with an unresponsive keypad at the down arrow button and the return button. Unable to perform the displacement test, active current test, sleep current test and self test. Pump turned on but turned into a blank display afterwards. Pump was cut open to perform visual inspection and found the pcba 1 and the keypad flex tail burned,¿moisture damage¿on the pcba 1, harness vibrator assembly, motor, and force sensor, debris found on the pcba 1 and harness assembly vibrator and dried insulin in the motor slide.¿test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: missing display window cover, cracked keypad overlay, stained keypad overlay, pillowing keypad overlay, battery tube threads - cracked, cracked case - corner of belt clip rails, label damage (stained, faded). Blank display was confirmed due to a short circuit caused by moisture damage on pcba 1 and the harness assembly vibrator. Unresponsive keypad was observed during analysis and confirmed due to a burned keypad flex tail. Pump exposed to moisture confirmed on pcba 1, harness assembly vibrator, motor, and force sensor. Damaged retainer ring confirmed during analysis. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer experienced hyperglycemia with a blood glucose value of 250 mg/dl at the time of the event and reported insulin pump battery cap contact came loose. The customer also reported buttons are not operating. The customer was treated with an insulin pump. Troubleshooting was performed for keypad anomaly and declined for high blood glucose. It was found that the buttons were not responding. The customer had used the insulin pump system within 48 hours of the reported high blood glucose event. It was unknown whether the customer used the smartguard auto mode of the insulin pump. No further patient complications were reported. The customer will discontinue the use of the insulin pump and will be returned for analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.